Event description:
Event description guidant received information that this ventricular lead impedance measurement was 1700 ohms when checked 6 weeks after the implant procedure. At the implant procedure it measured 2600 ohms.